Manufacturer narrative:
The following field has been updated with corrected information: medical device manufacturer: becton dickinson medical (singapore) singapore / 639461.

Event description:
It was reported prior to use it was discovered that the seal integrity is compromised thus affecting the sterility of the product with a bd venflon pro 1.1mm x 32mm. The following information was provided by the initial reporter: the blister is not intact and not sterile as there is an opening on one side of the blister. It seems as the blisters have been exposed to very high level of heat and the plastic is extremely hard.

Event description:
It was reported prior to use it was discovered that the seal integrity is compromised thus affecting the sterility of the product with a bd venflon pro 1.1mm x 32mm. The following information was provided by the initial reporter: the blister is not intact and not sterile as there is an opening on one side of the blister. It seems as the blisters have been exposed to very high level of heat and the plastic is extremely hard.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the returned photos and confirmed the reported observation of an open seal on the packaging of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. No abnormalities in the package sealing parameters were identified. The defect may have been created during product transport or storage after leaving the manufacturing facility. This is the first complaint of this type received for this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. The probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) Or the specific sample reported could have been subjected to high heat prior to usage. The root cause cannot be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use it was discovered that the seal integrity is compromised thus affecting the sterility of the product with a bd venflon pro 1.1 mm x 32 mm. The following information was provided by the initial reporter: the blister is not intact and not sterile as there is an opening on one side of the blister. It seems as the blisters have been exposed to very high level of heat and the plastic is extremely hard.